Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced bent cannulas on his infusion sets and was not receiving insulin due to this issue. The customer subsequently experienced high blood glucose and diabetic ketoacidosis. The customer attempted to revert to a plan of manual injections per his endocrinologist the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 824 mg/dl. The customer expressed ketones, clamminess, sweatiness, shakiness, vomiting and barely being able to stand up as symptoms of his high blood glucose. Nothing further reported.